Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the right atrial (ra) lead took too many turns to deploy. The physician was concerned about the integrity of the lead so it was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that the helix extends and retracts smoothly with no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.